Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece. Internal insulation abrasion was noted at 11.3-11.5cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion consistent with friction to another device or feature of the heart was noted at 12.3-12.5cm.

Event description:
This report is to advise of an event observed during analysis.